Event description:
Patient had lens tear into several pieces in her left eye. She required an office visit to her doctor to remove the pieces. The doctor reported small lacerations on her eye from the torn lens. She was treated with antibiotic drops and instructed not to wear lenses for 2 weeks until her follow-up visit at which time she was instructed that she could return to lens wear. The doctor's office confirmed there was no permanent damage or visual impairment. The device history records show the lot was manufactured in compliance to specifications.